Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a death occurred. In 2007, a follow-up cardiac catheterization was performed. A non-bsc stent had been placed in 2006 and was found to have in-stent restenosis. The stenosis in the non-tortuous mid right coronary artery had initially been 50%, however, during this procedure, it was found to be 90%. The vessel diameter was 3.5mm. The lesion was predilated with a 3.25x8mm quantum maverick balloon. Following pre-ivus, a taxus express2 3.5x8mm drug eluting stent was deployed at 12 atm's. Post ivus showed that the stent was well apposed. Residual stenosis was 0 with timi 3 flow. The patient underwent an unspecified procedure on an unknown date at a different facility. Post surgery, the patient contracted mrsa. In 2008, the physician followed up with the patient at home after the patient failed to appear for a scheduled appointment. The physician found the patient at home, in bed and deceased. An autopsy was not performed. The official cause of death is unknown; however, the physician felt the patient's death was likely due to a cardiac event. The relationship to the taxus express2 stent and the patients' death is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.